Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's ventricular assist device (vad) was alarming with a yellow diamond while on battery and mobile power unit power. The patient was out of the country at this time and a family member was instructed to perform a system controller exchange. The system controller was exchanged without issue. No more alarms occurred after the system controller exchange. Log file review was requested which revealed multiple intermittent low voltage advisories when the patient was on battery power between (B)(6) 2026 and (B)(6) 2026. The pump was not affected by these alarms and functioned as intended until the system controller exchange. It was recommended to clean the batteries and battery clips.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.